Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an itchy irritation. The patient's doctor instructed the patient to use sarna cream for the irritation. After using the cream along with cornstarch, the patient reported that the irritation healed.